Event description:
It was reported that during an anterior bowel resection procedure, the first firing of the device was used with white reload - it was used to staple across a vessel during the procedure. The surgeon attempted to take the vessel, completed the firing sequence and the jaws of the device would not release. He used the manual release lever several times and could not get the jaws to open. The surgeon did not wish to try the device again and finished the procedure with a different device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.